Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that during a post-operative checked, this right ventricular (rv) lead exhibited a decrease in sensing amplitude from 10 millivolts (mv) to 2-3 mv with increased in threshold measurement up to 3.3 volts (v) at 1.0 millisecond (ms). A chest x-ray was done and showed no drastic change in lead location. The physician suspected for possible micro-dislodgement. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. However, the lead failed the pressure test due to cuts. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.